Manufacturer narrative:
Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension, product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient fell and was unable to recharge or get any coupling boxes. It was noted the patient fell down the steps and after the fall, the implantable neurostimulator (ins) moved and flipped. It was further noted the patient fell a ¿couple of months¿ prior to this report. The reporter stated the ins ¿made a quarter flip out, so the side of the disc was protruding out, so you could see an arc through the stomach but not through the skin.¿ it was noted the ins was ¿sideways but it wasn¿t quite parallel with the ground but then a few weeks later, it was literally parallel with the ground.¿ it was noted the ins was moved to a new location in the abdomen and the placement of the leads was adjusted. It was further noted the lead adjustment in the patient's back was done in two parts since the patient had problems with their breathing and their healthcare professional (hcp) had to cut the procedure in half. The reporter stated this occurred about six weeks prior to this report. It was further noted the patient had been trying to charge the ins but had trouble and couldn't "get the bars to light up.¿